Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) did not output pacing to the left ventricular (lv) lead upon connection. It was reportedly unknown what pacing configuration was tested using the pacing system analyzer (psa) so when the lead was connected to the device it was unknown which configuration would provide the optimal pacing threshold. The physician elected to not perform testing of the lv pacing configuration; a new device was requested and implanted without issue. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--